Event description:
It was reported that during a t2 femoral nail surgery the tip of the drill bit broke. The surgeon was unable to remove the tip of the broken drill but from the patient's bone. It was confirmed that the case was completed successfully without any procedure delay. There were no reports of any adverse consequences to the patient. The surgeon confirmed that there is no expected revision surgery needed as a result of this event.

Manufacturer narrative:
It was confirmed that this device was reused at the hospital. The label for this product, 4200-355-737 rev a contains the warning "do not use excessive force¿. The label also has a symbol for "do not reuse". Device not returned for evaluation.